Event description:
Information received by medtronic indicated that the insulin pump had keypad and rewind anomaly. Customer stated that the buttons of insulin pump was harder to press. Customer stated that the insulin pump takes longer time to rewind. Customer stated that the new battery of insulin pump was not working and takes longer time to restart. Customer stated that the insulin pump had no insulin delivery alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.